Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose with new insulin pump. Customer programmed new insulin pump on his own. Customer's blood glucose was 418 mg/dl. During troubleshooting, alarm history showed a no delivery alarm, which customer reported of having difficulties delivering a bolus. It was also found that cannula was not bent, drive support cap appeared normal and programming was correct. Troubleshooting was performed but could not be completed as customer did not have a tubing clamp. Customer was advised that tubing clamp would be sent in order to complete high pressure test. Customer was also advised to view different infusion sets and to call back to discuss them.